Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube approximately 0.1200 from the distal tip. No material was found missing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the cadiere forceps instrument's tip was broken away from the shaft. There was no reported injury.